Event description:
(B)(6) / the product was received from dexcom. Myself and thousands of people have been affected. The devices are defective. A recall should be made. The device has affected many thousands of both type 1 and type 2 diabetic patients. The timing of device failure varies among patients. Please consider a recall, our lives are in danger. Additional product details: dexcom g7. This device should be recalled. Tens of thousands of people depend on this device for life saving treatment. Many, many thousands of these devices are defective. A recall should be issued. Diabetic patients using this device are in life threatening danger.